Manufacturer narrative:
Product ID: 3874, lot# vabb5h, product type: screening device. Product ID: 355531, lot# unknown, product type: screening device. (B)(4).

Event description:
It was reported the lead was malfunctioning. It was noted the issue occurred the day of this report. The reporter stated they kept getting an out of regulation (oor) message on the external neurostimulator (ens). It was noted that during the lead placement of the trial the patient was not feeling anything even when stimulation was turned up to 7.0v. It was further noted that impedance tests showed 2 or 3 middle contacts were <(><<)>150 ohms. It was noted the manufacturing representative tried a few more times and the patient did feel some stimulation at top of lead. The reporter stated the healthcare professional opted for a new lead to be placed and everything was fine when the new lead was placed. It was noted the patient was normal and there were no other adverse event known following the incident.